Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing thresholds and loss of capture resulting in a syncopal episode. Device data was sent to rhythmcare for review. Rhtyhmcare provided further troubleshooting options to be considered at the next follow up appointment. This lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).